Event description:
It was reported that an advanced life support (als) crew was dispatched to the scene of a cardiac arrest pt. The pt's collapse had been witnessed by nursing home staff. The nursing home staff immediately began CPR, connected their AED to the pt and contacted emergency services. The nursing home staff indicated the AED advised them to shock; and they did; however, the pt remained unresponsive and in cardiac arrest. The als crew arrived on the scene approx 15 minutes after the collapse of the pt. They found the pt to have an asystolic rhythm and contacted a telemetry physician for consult. They were advised by the physician to administer dextrose, bicarb and epinephrine and deliver two 360 joule shocks to the pt. The als crew connected the lifepak 12 device to the pt with philips defib pads and were successfully able to deliver the first 360 joule shock; however, could not deliver the second due to continuous "connect electrodes" prompts. Troubleshooting was attempted, but was not successful. CPR was continued. The limb leads were operational, showing that the pt was still in an asystolic rhythm. The physician was again contacted and resuscitative efforts were terminated. It was indicated that pt care was not compromised due to this reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause was determined to be a faulty therapy cable. The therapy cable was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review of the reported event determined that the device use did not impact the pt's outcome. The healthcare provider on scene indicated that the malfunction likely did not contribute to the pt's outcome. Also, ECG showed asystole, and defibrillation was not indicated based on ECG. It was reported that one defibrillation shock was delivered by an AED prior to arrival of paramedics along with ongoing CPR without conversion of the rhythm. Initial defibrillation attempt with the lifepak 12 device occurred >25 minutes after paramedics responded to the event, with an underlying unchanged rhythm of asystole. Also, the responders reported using non-conforming therapy electrode pads (from another MFR) that are not recommended by physio-control.